Event description:
It was reported that this right atrial (ra) lead exhibited minute ventilation (mv) oversensing. Technical services (ts) reviewed device data and it was noted that the atrial lead was exhibiting out of range impedance measurements greater than 3000 ohms and noise. Additionally, the signal artifact monitor (sam) events indicated that the issue appeared to be with the ring electrode. Ts recommended evaluating the atrial lead in clinic due to suspected lead fracture. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that it was confirmed that this ra lead exhibited a loss of capture. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited minute ventilation (mv) oversensing. Technical services (ts) reviewed device data and it was noted that the atrial lead was exhibiting out of range impedance measurements greater than 3000 ohms and noise. Additionally, the signal artifact monitor (sam) events indicated that the issue appeared to be with the ring electrode. Ts recommended evaluating the atrial lead in clinic due to suspected lead fracture. No adverse patient effects were reported. This ra lead remains in service.